Event description:
It was reported during post procedure follow up that the newly implanted right ventricular lead exhibited loss of capture and sensing amplitude variation. Dislodgement was suspected. During attempts to reposition the lead, high pacing impedance was seen. The lead was instead explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, sensing r-wave amplitude variation, and high pacing lead impedance. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, sensing r-wave amplitude variation, and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion, the helix could be extended/retracted by applying torque directly to the inner coil and helix extension length met specification.